Event description:
It was reported that during device replacement due to eri, externalized conductors were observed under fluoroscopy. No electrical anomalies were detected. Review of the fluoroscopic image revealed that the conductors did not appear to be externalized. The lead was capped and replaced. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.